Event description:
(B)(4). Event occurred in the united states. It was reported that the infusion set tubing had detached at the quick release during the patient's normal routine. The site location was patient's left butt cheek. The pump was worn on the patient's hip. The infusion had been in use for two days and the infusion was not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.